Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during a follow-up with episodes of oversensing on the rv channel. Possible cause of the issue is myopotential oversensing. Programming changes were suggested, but not made yet. The patient was stable.